Event description:
(B)(6). It was reported that a stent fracture occurred. The patient was enrolled in (B)(6) in (B)(6) 2016. The target lesion was located in the right leg mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii c lesion. Target lesion was treated with pre-dilatation and placement of a 7mm x 150mm study stent. Following post-dilatation, residual stenosis was 20%. (B)(6) 2018, 761 days after index procedure, during the 24 month follow up, x-ray was performed which revealed grade 1 single tine fracture in the study stent.